Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020 the patient had an ins revision, and in post-op when the ins was turned on, the pulses on the EKG disappeared. It was unknown if the ins was interfering with the EKG or the patient's pacemaker. No symptoms were reported. The rep was going to have the pacemaker rep check the diagnostics of the pacemaker. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was present in the pacu when the spikes on the three lead EKG disappeared after turning the spinal cord stimulator (scs) on. The patient never experienced any symptoms when spikes weren't present. The anesthesiologist and neurosurgeon determined that a pacemaker rep was not necessary after the EKG contact adhesive discs were repositioned off her boney structures and onto soft tissue. After doing this, the expected spikes on the EKG monitor reappeared. The patient was monitored for 15 minutes in pacu with the scs turned on and she never demonstrated any symptoms. No further information was reported.